Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was in the hospital emergency room due to low blood glucose. Belt clip got broken by the rescue squad when he was unconscious. Current blood glucose value is 103 mg/dl. Nothing further reported.